Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ thin silver metallic spiral coils penetrating through the'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624477, 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder arthroplasty. Concurrent conditions included tubal ligation, obesity, vaginal discharge, vaginitis, vaginal irritation, cervicitis, bacterial vaginosis, urinary tract infection, ovarian cyst, endometrioma, dermoid cyst, bleeding breakthrough, dysfunctional uterine bleeding, low back pain and vulvovaginal candida. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other)"), psychological trauma ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("left lower abdomen pain"), abdominal distension ("bloating"), arthralgia ("hip pain and knee pain"), pain in extremity ("thigh pain"), dysuria ("pain when urinating"), dyschezia ("pain while passing stool") and insomnia ("can't sleep") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, infection, psychological trauma, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, abdominal distension, arthralgia, pain in extremity, dysuria, dyschezia and insomnia outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain and endometriosis had resolved and the hormone level abnormal and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, infection, insomnia, menorrhagia, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6)2008 the plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, endometriosis discrepancy noted in essure implant date (B)(6)2007 and (B)(6)2007) and explant date (B)(6)2015 and (B)(6)2015). Right: 3 coils left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- unknown. Ultrasound scan vagina - in (B)(6)2007: total bilateral occlusion. Lot number: 581710 manufacturing date: 2007-03 expiration date: 2009-02. Lot number: 624477 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ thin silver metallic spiral coils penetrating through the'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 624477, 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder arthroplasty. Concurrent conditions included tubal ligation, obesity, vaginal discharge, vaginitis, vaginal irritation, cervicitis, bacterial vaginosis, urinary tract infection, ovarian cyst, endometrioma, dermoid cyst, bleeding breakthrough, dysfunctional uterine bleeding, low back pain and vulvovaginal candida. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other)"), psychological trauma ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("left lower abdomen pain"), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), arthralgia ("hip pain and knee pain"), pain in extremity ("thigh pain"), dysuria ("pain when urinating"), dyschezia ("pain while passing stool") and insomnia ("can't sleep") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure (ess205) was removed in may 2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, infection, psychological trauma, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, genital haemorrhage, abdominal distension, arthralgia, pain in extremity, dysuria, dyschezia and insomnia outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain and endometriosis had resolved and the hormone level abnormal and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, infection, insomnia, menorrhagia, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2008. The plantiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, endometriosis discrepancy noted in essure implant date ((B)(6) 2007 and (B)(6) 2007) and explant date ((B)(6) 2015). Right: 3 coils left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- unknown. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: perforation (fallopian tube(s)), hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (other), psychological or psychiatric problems condition, bladder problems, urinary problems, dyspareunia (painful sexual intercourse), fatigue, hair loss and left lower abdomen pain, genital haemorrhage, dysuria, abdominal distension, dyschezia, pain in hip and knee, thigh pain, insomnia. Lot number, medical history, concurrent condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ thin silver metallic spiral coils penetrating through the') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 624477, 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder arthroplasty. Concurrent conditions included tubal ligation, obesity, vaginal discharge, vaginitis, vaginal irritation, cervicitis, bacterial vaginosis, urinary tract infection, ovarian cyst, endometrioma, dermoid cyst, bleeding breakthrough, dysfunctional uterine bleeding, low back pain and vulvovaginal candida. Concomitant products included levonorgestrel (mirena). On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection (other)"), psychological trauma ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("left lower abdomen pain"), abdominal distension ("bloating"), arthralgia ("hip pain and knee pain"), pain in extremity ("thigh pain"), dysuria ("pain when urinating"), dyschezia ("pain while passing stool") and insomnia ("can't sleep") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and total hysterectomy, bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, infection, psychological trauma, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, abdominal distension, arthralgia, pain in extremity, dysuria, dyschezia and insomnia outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain, endometriosis and hormone level abnormal had resolved and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, infection, insomnia, menorrhagia, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6)2008 the plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, endometriosis discrepancy noted in essure implant date ((B)(6)2007 and (B)(6)2007) and explant date (17-(B)(6)2015 and (B)(6)2015). Right: 3 coils left: 5 coils current weight 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- unknown. Ultrasound scan vagina - in (B)(6)2007: total bilateral occlusion; in (B)(6)2008: total bilateral occlusion. Lot number: 581710 manufacturing date: 2007-03 expiration date: 2009-02 . Lot number: 624477 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. Reporter information, concomitant drug, lab data added. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and endometriosis had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 the plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhoea, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure confirmation test(s) (unspecified) result- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, dysmenorrhoea, endometriosis. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.